Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of shortness of breath with stairs. The caller sought for guidance in adjusting the device rate response. The device remains in use. No further patient complications have been reported as a result of this event.